Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Handle has developed cracks.

Manufacturer narrative:
Examination confirms the device handle material has fractured. (B)(4) was established in may 2008 which changed the handle material. However, the root cause is attributed to wear out rather than design. The instrument were manufactured in june 2006 and nine years into distribution. The device is scratched and there are obvious signs of impaction from normal use over time. A search of the complaints databases does not find a trend of this issue after implementation of (B)(4). The need for or any further corrective action has not been identified. Monitor via trending sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)